Manufacturer narrative:
A siemens customer service engineer (cse) performed a full decontamination of the instrument. All fluids were removed from the system and a full system prime was performed with distilled water. A system verification, calibration, quality controls and patient samples were run, resulting as expected. The cause of the instrument being plumbed to city water instead of distilled water is an installation error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
While relocating the advia centaur xp instrument to a new location on the automation track on (B)(6) 2013, a siemens customer service engineer (cse) realized that the system was connected to a city water line and not to a treated water supply. Samples that were run on the system before and after the move were repeated on an alternate instrument, and results were comparable. The samples were repeated post decontamination, and results did not change. There are no known reports of patient intervention or adverse health consequences due to the event.